Event description:
Customer sent the device in for repair. Technician found that the hose coupling was loose and the revolutions were too low. This report is 1 of 1 for (B)(4).

Manufacturer narrative:
Synthes is submitting this report as a result of remediation activities related to synthes ous service and repair files legacy review/remediation protocol-complaint handling and MDR reporting. Device listed in this report is used for treatment, not diagnosis. Any additional information received regarding this event after filing this report shall be filed on a supplemental MDR. During pre-repair assessment performed by technician, nose tube came apart, hose coupling loose, revolutions too low. Hose coupling mounted again; motor revised.